Event description:
It was reported that the lesion located in the proximal circumflex had moderate tortuosity and heavy calcification. This physician's technique is to inflate the nc balloons over rated burst pressure (rbp) while performing post-dilatation of stents. During post-dilatation of the stent deployed in this procedure, the 3.5 x 15 mm nc trek was inflated over rbp to 22 atmospheres, at which point the balloon ruptured. Slight resistance was noted during removal of the nc trek with the guide catheter. The procedure was completed using another balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): above rated burst pressure. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. There was a longitudinal balloon rupture distal to the proximal seal, over the proximal balloon marker. Based on visual, functional and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.